Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6202383. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the safety mechanism of a 22 g x .25 mm bd venflon pro safety peripheral safety IV catheter, leaving the needle unprotected, resulting in a needle stick injury to the user's finger. Both the source patient and user received post exposure lab work. The test results are unknown and it is unknown if the user received any prophylactic treatment.